Event description:
I 'choose' essure as my birth control method. Since being implanted, I have huge menstrual blood clots, heavy menstrual flow (soaking through a super mega tampon and pad in under 2 hours), extreme fatigue, mood swings, sharp piercing pelvic pain, hair loss, metallic taste, migraines, weight gain (even eating right and exercising). The list goes on and on. When I presented to my dr. He immediately offered to do an ablation or hysterectomy. Those simply are not choices yet. I am looking at having these coils either removed, or the entire procedure reversed, at the out of pocket expense of nearly (B)(6) to avoid things like perforated tubes, lesions, cysts, or the coils migrating on their own accord.